Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(6)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('muscle and ligament pain in back') and burnout syndrome ('burnout') in an adult female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), burnout syndrome (seriousness criterion medically significant), fatigue ("intense fatigue"), pain in extremity ("pain in arms and legs"), musculoskeletal pain ("shoulder pain"), visual impairment ("vision disorder"), gastrointestinal pain ("intestinal pain"), abdominal distension ("bloating"), sleep disorder ("sleep disorders"), limb discomfort ("heavy legs"), cardiovascular disorder ("circulatory disorders"), headache ("headaches") and pain ("pain all over the body"). At the time of the report, the back pain, burnout syndrome, fatigue, pain in extremity, musculoskeletal pain, visual impairment, gastrointestinal pain, abdominal distension, sleep disorder, limb discomfort, cardiovascular disorder, headache and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, burnout syndrome, cardiovascular disorder, fatigue, gastrointestinal pain, headache, limb discomfort, musculoskeletal pain, pain, pain in extremity, sleep disorder and visual impairment with essure. The reporter commented: patient was off work due to burnout, pain all over the body and intense fatigue. Amendment: the report was amended for the following reason: event term "blurred vision" was updated to "vision disorder". No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('muscle and ligament pain in back') and burnout syndrome ('burnout') in an adult female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), burnout syndrome (seriousness criterion medically significant), fatigue ("intense fatigue"), pain in extremity ("pain in arms and legs"), musculoskeletal pain ("shoulder pain"), visual impairment ("vision disorder"), gastrointestinal pain ("intestinal pain"), abdominal distension ("bloating"), sleep disorder ("sleep disorders"), limb discomfort ("heavy legs"), cardiovascular disorder ("circulatory disorders"), headache ("headaches") and pain ("pain all over the body"). At the time of the report, the back pain, burnout syndrome, fatigue, pain in extremity, musculoskeletal pain, visual impairment, gastrointestinal pain, abdominal distension, sleep disorder, limb discomfort, cardiovascular disorder, headache and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, burnout syndrome, cardiovascular disorder, fatigue, gastrointestinal pain, headache, limb discomfort, musculoskeletal pain, pain, pain in extremity, sleep disorder and visual impairment with essure. The reporter commented: patient was off work due to burnout, pain all over the body and intense fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('muscle and ligament pain in back') and burnout syndrome ('burnout') in an adult female patient who had essure (batch no. A90482) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), burnout syndrome (seriousness criterion medically significant), fatigue ("intense fatigue"), pain in extremity ("pain in arms and legs"), musculoskeletal pain ("shoulder pain"), vision blurred ("blurred vision"), gastrointestinal pain ("intestinal pain"), abdominal distension ("bloating"), sleep disorder ("sleep disorders"), limb discomfort ("heavy legs"), cardiovascular disorder ("circulatory disorders"), headache ("headaches") and pain ("pain all over the body"). At the time of the report, the back pain, burnout syndrome, fatigue, pain in extremity, musculoskeletal pain, vision blurred, gastrointestinal pain, abdominal distension, sleep disorder, limb discomfort, cardiovascular disorder, headache and pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, burnout syndrome, cardiovascular disorder, fatigue, gastrointestinal pain, headache, limb discomfort, musculoskeletal pain, pain, pain in extremity, sleep disorder and vision blurred with essure. The reporter commented: patient was off work due to burnout, pain all over the body and intense fatigue. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.